Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update 23 feb 2015: rec'd der, sales rep, revision confirmed ((B)(6) 2015), additional reason for revision - increased metal ions, surgeon, sleeve and stem details. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/11/2015 - (B)(4) received. Medwatch states: patient had revision of left total hip replacement for removal of a depuy asr recalled implant. Implant was metal/metal. Components identified as follows: (1) asr uni femoral implant; ref 9998-90-251; lot 2762647; size 51; exp 2018-10; (2) asr acetabular cup; ref 9998-00-758; lot 2716509; size 58; exp 2013-08. This complaint was updated on: 03/24/15.

Event description:
Litigation papers allege pain and discomfort.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.